Event description:
Call received from pt's infusion rn, curlin pump 6000cms serial # (B)(4), exp date: 01/19/2019 kept shutting off when attempting to prime. The tubing rn changed the batteries and the tubing, but was not able to get the pump to prime. Pt was able to get the vimizim infusion. No side effects from the pump malfunction. No delay in treatment, made arrangements to have new pump sent to pt for next infusion. Dose or amount: 55 mg, frequency: every week, route: IV. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: e76.219 morquio mucopolysaccharid.